Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose value was 400 mg/dl at the time of the event. The insulin pump had pump error alarm. Customer was able to clear the insulin pump errors, power loss alarm and program the insulin pump. Customer stated that the alarm occurred twicely. No further patient complications were reported. Troubleshooting was performed. Customer will discontinue the use of device.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring =¿black case type =ngp customer returned device for alleged pump error 24 & high blood glucose on event date (B)(6) 2022. Device passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.0875 inches. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thus for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Pump error 24 occurred on (B)(6) 2022 12:50 am--10:10 am , power loss alarm (B)(6), 2022 09:00 am--10:19 am) and this was expected. Device was cut open to perform visual inspection and found¿evidence of moisture damage¿on the electronic assembly, motor and force sensor. Unable to perform motor test due to moisture damage to motor pins. The following were noted during visual inspection: scratched case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, broken belt clip rails, cracked case (battery tube), stained serial label, corroded home switch. Pump error 24 is confirmed due to being found in history files and moisture damage to motor pins. Unable to confirm high blood glucose during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.